Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is unable to connect to their ipg and the patient is unsure when they lost therapy. Patient has been dealing with other medical issues. X-rays are planned to then determine the next steps.